Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. Photo analysis: visual analysis of the photographs identified: cyst ¿ ndr: not applicable as the event is not related to the device. Cancer breast-ndr: not applicable as the event is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Clarification to d.9. Returned to mfg on: the device has not been returned.

Event description:
Patient reported against the right side "is suspected of having a rare breast cancer caused by the allergan prosthesis" which has been determined to be not related to the device. Later, healthcare professional reported "infracentimetric cystic formations with circumscribed margins, showing hyperintense signal in stir-weighted sequences, hypersignal in t1-weighted sequences and which do not change after intravenous administration of paramagnetic contrast medium, scattered bilaterally throughout the parenchyma","diffuse and bilateral punctate enhancement ("focus", < 5.0 mm) probably related to fibrocystic changes"which has been determined to be not related to the device. Later it was reported "capsular contracture grade IV" and "recall." Device has been explanted.